Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of capsular contracture was received on september 15, 2022, with lot number: 3130958. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. Yellow particles on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "patient has experienced capsular contracture in the right side breast, according to the clinical exam it is related to grade 3" and "patient takes drugs for pain relief." The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "patient has experienced capsular contracture in the right side breast, according to the clinical exam it is related to grade 3" and "patient takes drugs for pain relief." The device remains implanted.